Event description:
It was reported that 800cc of shed blood was collected but was unable to be reinfused to the patient. When the blood was transferred to the blood bag the fat retention valve did not appear to function as intended and the blood fat was transferred to the bag along with the blood. A blood transfusion was done with blood from the blood bank.

Manufacturer narrative:
The actual device involved was not returned to the MFR due to the unit being contaminated. The alleged failure was unable to be confirmed without the actual unit to evaluate. A review of the batch records as well as the complaint reports were reviewed and there have been no reports of a similar event occuring. According to the quality investigation, the alleged condition may have been the result of the fat retention valve not operating as intended.